Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. No alarm was noted for a loose drive support disk. A cracked reservoir tube lip, a missing end cap sticker, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 211 mg/dl. The customer stated that he was priming the device and the reservoir was shooting insulin out. He also observed that the reservoir volume read less than 20 units of insulin, compared with the 20 units remaining for the reservoir on the insulin pump screen. Advised replacement of the insulin pump. Nothing further reported.